Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap burned and was observed to be charred at 405,311 joules of use. The case was completed using an alternate procedure (turf). There was no injury reported.